Manufacturer narrative:
Product ID 3387s-40 lot# v384611 serial# implanted: (B)(4)2010 explanted: product type lead product ID 7482a51 lot# (B)(4) implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: v384611, product type: lead. Product ID: 7482a51, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 7482a51, serial/lot #: (B)(4), ubd: 25-nov-2013, UDI#: (B)(4). Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The hcp believes one of the leads may have gone bad, further stating that the patient was getting electric sensation down the arm that can occur when palpating behind the ear at the connection site, and when patient turns their head. The hcp stated impedances had gone up significantly and these changes were not prompted by a fall, trauma or procedure. It was stated that patient started with a mild electrical sensation that occurred once every few weeks and just two weeks ago, the issue seems to have got worse. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.